Manufacturer narrative:
Motor error alarm during the rewind test due to corroded motor home switch. Analysis was unable to perform the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, stained end cap sticker, stained back address label and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump received motor error alarm and they were not able to rewind the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.